Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 598 mg/dl. Customer stated that she was vomiting and has hard time breathing. Customer reported that she finally got blood glucose down to 381 mg/dl. Customer had a tubing detachment with her silhouette infusion set and offered to troubleshoot the high blood glucose but declined.